Event description:
Boston scientific received information that approximately four months post implant, the patient with this right ventricular lead experienced diaphragmatic stimulation. Interrogation revealed loss of capture. The patient was hospitalized. A revision procedure was performed. This lead was successfully repositioned. There was suspicion of a small lead perforation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.